Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration, stenosis, and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 29 mm pericardial mitral valve was disabled after an implant duration of eight years and nine months due to mitral stenosis and regurgitation and secondary to degeneration. Tee showed a small perivalvular leak laterally at the level of the previous mitral valve prosthesis near the left atrial appendage near a1 segment. Attempts to repair the perivalvular leak were unsuccessful so attention was moved to the valve-in-valve procedure. A second device, a 29 mm transcatheter valve, was implanted in the mitral position. Tee demonstrated good placement with well-functioning valve. The previous perivalvular leak from the surgical valve remained there as expected. There was no obvious perivalvular leak between the transcatheter valve and the previous surgical valve. The patient was taken to the heart and vascular intensive care unit for further resuscitation and recovery. Patient was discharged home in good condition on post operative day four.